Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a pump module was alarming air in line without any air-in-line noted, clinician cleared the air in line alarm. Patient involvement is unknown. Following customer follow up, customer stated unable to provide additional information and no products will be returned to bd.